Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was unknown. The insulin pump was return. No further information added. ((B)(4))

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with unresponsive buttons due to corroded keypad traces. No button error alarm noted. Insulin pump received with cracked case on display window corners, cracked lcd window, minor scratches on lcd window, cracked reservoir tube, cracked reservoir tube lip, and cracked battery tube threads.